Event description:
It was reported that, during an unknown surgery, the firing knob would no longer move, and it was determined that the device had broken down. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch # 640d03. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload fully fired present. The reload was received with both gripping surfaces broken, making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples met the staple form release criteria. The condition of the reload is related to improper use of the reload, consistent with an improper loading technique. When loading the cartridge in the device, ensure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. The event described of would not fire could not be confirmed as the device fired without any difficulties noted. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 640d03, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. After closing the device, was the firing knob able to be rotated to either side of the instrument to obtain the firing position?=>unk. 2. Did the device lock out and would not work?=>yes. 3. Did the firing knob break off of the device?=>no. 4. Did any pieces fall into the patient?=>no. 5. If yes, were they retrieved?=>na 6. Will all pieces be returned with the device?=>na 7. If no, were they discarded?=>na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.